Event description:
During an ercp procedure the physician used a wilson-cook 7fr soehendra stent retriever to remove a biliary stent. After an unsuccessful attempt to remove the biliary stent with the soehendra stent retriever, the physician removed the stent retriever from the duodenoscope. At this time, the threaded tip at the distal end of the soehendra stent retriever was noted by the physician to be missing. The threaded tip had detached in the patient. No attempt at retrieval was made by the physician. The detached portion was left to pass naturally at the physician's discretion. The biliary stent was eventually removed with a snare device. No injury to the patient was reported.